Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. Upon interrogation hvli trend revealed that the hv lead impedance measurements for the rv and svc coils had been increasing and chronic high capture thresholds were also noted. No further information is available.